Event description:
Ous MDR - it was reported that shock impedance on this lead increased above 150 ohms. Patient mentioned a frontal fall 1 or 2 days before. The lead was explanted and exchanged during an elective surgery for aortic valve replacement on (B)(6) 2016. The shock coil was damaged during extraction. No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular in the distal area of the lead the insulation was found rubbed through. In this region the conductor cable to the rv shock coil was found fractured. During further investigation a rubbed through insulation in the proximal area of the lead was found. These damages can be considered as the root cause for the clinical observation of increased shock impedance as mentioned in the complaint description. Based on the characteristics of the damage in the distal area of the lead, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. The damage in the proximal area was consistent with exposure to constant friction against the ICD housing. Diagnostic images clarifying these assumptions were not available. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.